Event description:
It was reported that a small volume intermate had white floating particles in the solution of the device. This was noted after filling of the device with colistimethate. There was no patient involvement. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 9, 2014 and july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.